Event description:
Developed a serious infection after having tissue expanders put in. I was hospitalized and required emergency surgery. Also had to come home with a catheter in my chest so, I could do the IV's at home 3 times a day. Now, I have implants which are causing me to be very ill. I have severe back pain, muscle and joint pain. Headaches, blurred vision and the list goes on and on. FDA safety report ID# (B)(4).